Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was suspected to be dislodged due to low sensing and no capture. As a result the atrial outputs were decreased and the device was programmed to ddd mode. During a device upgrade procedure, the lead was found stuck in the subclavian to the right ventricle. The lead was unable to be explanted. Therefore, the lead was surgically abandoned and the upgrade procedure was abandoned. No adverse patient effects were noted.